Manufacturer narrative:
The investigation for the pump stop and the ventricular tachycardia (vt) has been completed. The data logs were evaluated which show that the pump was reduced to p2 and then there were position alarms. The clinical details stated that the pump was most likely pulled into the graft. The purge pressure began to rise and purge flow decreased. The pump was then attempted to be restarted but impella stopped - high motor current occurred on the first attempted and then a controller error was present on the second attempt. This controller error alarm appeared for the speed deviation that was detected for the second time due to not being able to start the pump. Due to this signature in the logs, there was most likely biomaterial blocking the purge gap as well as on the impeller. The product was returned and there was confirmed biomaterial in the gap and on the impeller. This material was removed and the pump was able to run without reproducing a pump stop. The root cause of the pump stop is due to biomaterial. The physician stated that they pulled the pump back too far in the ao and most likely into the graft. This led to the pump stop. The root cause of the positioning issue is most likely due to use.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.    As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, an error message of ¿high motor current, pump stopped¿ was received. Two attempts to restart the pump were made with the same responding error message. Decision was made by surgeon to remove the impella 5.5. It was noted that the pump most likely pulled back into subclavian/ graft area. Additionally, the patient had two short runs of non-sustained ventricular tachycardias and amiodarone bonus/drip was initiated. The procedural outcome was the patient survived surgery.